Event description:
The customer reported a button error alarm during normal use. The customer stated that someone had spilled water on it last week. The customer stated that he was calling from the hospital, where he had been hospitalized due to pneumonia. The customer's blood glucose reading at the time of the call was 327 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Unable to perform the basic occlusion, occlusion, prime, displacement and excessive no delivery test due to the keypad anomaly. The keypad overlay had weak adhesive bond on all locations. No moisture damage was noted on the electronic assembly.